Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endowrist stapler curved tip 30 instrument involved with this event and failure analysis investigation has been completed. Engineering confirmed the customer reported event as removal of the instrument housing found that the roll bearing exhibited corrosion and as a result the instrument grips did not roll intuitivley. The instrument was placed on an in house test system and initialized, clamped, fired, and unclamped with no issue, however the roll drive range was not engaged. The instrument grip housing was also found to be discolred. There were 44 uses left. No other damage was found. This event is being reported due to the following conclusion: the endowrist stapler curved tip 30 instrument was found to have a broken roll bearing during failure analysis investigation. Although the customer reported event does not itself constitute an MDR reportable event, the broken roll bearing could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci assisted pulmonary wedge resection procedure, while using the endowrist stapler curved tip 30 instrument, the surgeon felt that the instrument was non-intuitive. The planned surgical procedure was completed and no patient harm was reported.